Manufacturer narrative:
Device evaluation: the pump was returned assembled with its entire percutaneous lead (lead). The sealed inflow conduit, the sealed outflow graft, the bend relief, and the bend relief collar were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The severed portion of the lead was returned in two sections. The lead was severed at approximately 2 inches from the pump housing and 11 inches from the pump housing. A percutaneous lead repair and clamshell repair were present. The repair sites were disassembled and no problems were found. No damage to the outer jacket and bionate was observed. Breakdown of the metal shielding was identified from approximately 4 to 8 inches from the pump housing. Visual inspection identified breaches in the insulation at approximately 3 inches from the pump housing on all wires and at approximately 1.5 inches from the pump housing on the black and green wires. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, all underlying wire conductors were exposed. The reported pump stoppage events would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The pump stoppage events could have also resulted from the exposed conductors of two wires from different motor phases (yellow/green, black/brown, and red/orange) contacting each other or making simultaneous contact with the shield while on battery or power module support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous percutaneous lead replacement was reported under medwatch MFR report #2916596-2016-01415. Approximate age of device 5 years and 2 months. The device is expected to be returned for evaluation. It has not yet been received. During the pump exchange, it was reported that the outflow graft bend relief was observed to be disconnected. This incidental finding was reported under medwatch MFR report # 2916596-2016-02205. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was experiencing intermittent pump stoppage events and called 911 and the implanting center. The health professional at the implanting center instructed emergency medical services (ems) personnel on how to replace the system controller. The patient was asymptomatic during the event. The patient was transported to the hospital. It was reported that the pump stoppage events were confirmed in a system controller log file, and were occurring both while the lvad system was connected to battery power and also when connected to the power module. On (B)(6) 2016, x-ray images of the internal driveline were evaluated and were found to be unremarkable. The external driveline was evaluated and was also unremarkable. It was suspected that two wires in the driveline may be shorting, resulting in the pump stoppage events while on either power source. The patient was provided with an ungrounded patient cable for use with the power module. On (B)(6) 2016, the patient underwent a pump exchange using a subcostal approach.